Event description:
The user facility reported the patient was on impella cp support and during support, there were unexplained incidences of flat motor current, flat ao, and flat left ventricle waveform with out any change of impella position. There were occasional suction alarms. At the end of the case, staff were able to settle on p5 without issue but above p5 would experience the same setting issues. The patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.